Manufacturer narrative:
E1: initial reporter: (B)(6). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that approximately 15 minutes after starting the treatment with polyflux hf17 dialyzer, the patient experienced chest tightness and shortness of breath. No obvious abnormalities were observed in the breathing sounds of both lungs, and the heart rhythm was regular. Treatment was immediately stopped. Approximately 200ml of blood was discarded, and oxygen inhalation was administered. It was reported that 10 minutes later, symptoms were improved. The dialyzer was replaced with a non-vantive dialyzer. No additional information is available.